Event description:
Event description boston scientific received information that this atrial lead had sustained a fracture and was exhibiting impedance measurements greater than 2500 ohms. Therefore, the lead was removed from service and replaced without further incident.